Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported being advised by dentist to stop using the aligners due to severe malocclusion and the jaw clicks, uncomfortable primarily on the left jaw when opening mouth. Gender: female.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.